Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the cgm was showing 200 mg/dl but the bg was 60 mg/dl. The patient was not feeling well (no specific symptoms provided) and he passed out. He was with his parents at the time and they called 911. Paramedics arrived and gave the patient glucose gel and some sweets including cake frosting to bring his glucose up. He had to eat a big meal in order for his glucose to stabilize. At the time of the report the next day he was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.